Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
The lay user's products have been returned and evaluated by lifescan product analysis with the following findings: the control solution involved in this case has passed all testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter was giving inaccurate high control readings. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged that the issue began on (B)(6) 2010 at 12 pm. The patient stated she obtained a control reading of "300 mg/dl" (the range for the vial of test strips is unknown). The patient stated she manages her diabetes with a combination of diabetes medications (1000 mg of metformin and 5 mg of glipizide); however, the patient denied taking any action in response to the alleged inaccurate control reading. As a result of the alleged issue, the patient claimed she became shaky one hour later. The patient, however, denied receiving any medical intervention after the reported issue began. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter. The csr also noted that the patient was using the correct control solution. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed a symptom that can be associated with a serious injury after the alleged issue began.

Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
The facility returned the device for service. During service the baxter repair technician reported fail code 500. The hospital representative stated that there have been no reports of any patient incident involving this pump. No additional information is available

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.